Event description:
Pt with microport in left upper extremity. Chemotherapy completed in 2003. Left arm at port site was observed reddened, warm to touch and firm to touch. The physician noticed upon removal of the microport a fracture in the catheter at the proximal end of the port.